Manufacturer narrative:
Correction: please retract this report, the same issue was previously reported as 2017865-2023-19604

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the implantable cardiac monitor (icm) exhibited oversensing which led to false atrial fibrillation (af) episodes. Programming changes were made. No patient symptom was reported.